Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, a tear measuring approximately 5.0 cm in the anterior aspect was observed. Microscopic examination of the edges of the tear revealed parallel striations. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was scheduled to undergo a breast augmentation procedure with a mentor memorygel breast implant 200cc gel breast prosthesis when it was observed during the operation that the device¿s shell was broken and that it appeared abnormal. As a result, the augmentation procedure was completed with a different mentor memorygel breast implant 200cc gel breast prosthesis. There was no reported delay in surgery and no consequence to the patient.